Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The home patient verified that she had not noticed any issues loose connections, disconnections, defects on the supplies. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The hp to setup with new supplies. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved and the cause was unknown. The hp added that she has not had this problem since then. The hp verified that she had not noticed any issues loose connections, disconnections, defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.